Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurosti neurotimulator (ins) for complex reg pain syndrome type I and spinal pain. It was reported that the patient's lead had migrated and the patient had charging issues. The patient also reported that the battery site would become hot at times. The healthcare professional decided to replace the system. It was noted that the issue was resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the device were returned in the past week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported they believe the lead was never actually explanted but that it was used up until replacement. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (B)(4) found no anomalies. The ins had good stable output and telemetry was acceptable. Analysis of the lead found no anomalies and good stable output was observed on all electrode pairs. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results not available at the time of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.